Event description:
It was reported that intermittent occlusion alarms occurred, which caused the customer's blood glucose level to exceed safe limits, displaying as "high" on the monitor. The customer attempted to correct the high blood glucose by administering a correction bolus via the pump without requiring third-party assistance. Technical support instructed the caller to perform several steps including disconnecting tubing, tightening the t:lock, and delivering a bolus, but the occlusion alarms recurred. Despite further troubleshooting efforts, which included disconnecting the tubing from the cartridge, the issue persisted. The caller eventually removed the cartridge after observing a ball of insulin but found no visible damage, and was able to resume insulin delivery without further drops intake.